Manufacturer narrative:
(B)(4). Won't open. The device has been received for analysis. Upon completion of failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was used during a egd (esophagogastroduodenoscopy) procedure performed on (B)(6) 2009. According to the complaint, during the procedure following advancement of the device through the scope, the needle was noticed to be bent and one cup would not open. The device was removed through the scope, and the procedure was completed with another radial jaw 4 single use biopsy forceps large capacity device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.